Event description:
Rn (B)(6) call tech support at the request of rn (B)(6) to report that he (B)(6) had connected a (B)(6) pt to the freedom cycler and the pt began to drain. The pt drained 100ml in drain 0 and then the cycler advanced to fill 1. The pt's fill volume was 100ml when the cycler alarmed with a mid-fill alarm. The rn (B)(6) checked for closed clamps and kinks. While checking the tubing he noticed that fluid was flowing into the pt. He restarted the fill cycle and bypassed the pt into drain 1. The pt drained approx 1030ml. He added that the upper valve was not open. He disconnected the pt from the cycler and the treatment was completed on a different freedom cycler. Inpatient services mgr (B)(6) adds that this pt does, on occasion, have large drains. The pt did become bradycardic at the time of the event, however, she did finish her treatment and continues with pd in a stable condition.

Manufacturer narrative:
(B)(4).